Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device had sealing error. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.